Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The reported phenomenon was not duplicated. As a result of disassembling and inspecting the board to check its condition, we found that the gpu's fan was covered with dust. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was assumed that the e116 error was caused by dust on the gpu fan.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
On (B)(6) 2020, olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the e116 error occurred. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was not duplicated.